Event description:
During the product analysis lab (pal) evaluation an additional problem of smoke was exhibited all over inside the device. There was no patient involvement. No additional information available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. External inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The device failed to meet rite functional performance specification due to no power. The cover was opened and internal inspection performed revealed smoke exhibited all over the inside of device. The direct cause of the problem was poor connections at j1 accomp pcb & p1 power cable. The accomp pcb and power cable was replaced to resolve the reported problem. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.